Event description:
The surgeon removed the broken piece from the patient and resumed the case with another drill bit of the same size. Imaging was used to find the small fragment that broke off the drill bit and the surgeon was able to locate it and he removed it with forceps. There was a three (3) minute delay but there were no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgical procedure. During the procedure, the cutting piece of the drill bit used and part of it snapped off patient successfully and able to remove. It is unknown if there was surgical delay. Patient outcome was unknown. This complaint involves one(1) device. This report is for (1)1.5mm drill bit/qc/110mm. This report is 1 of 1 for (B)(4).